Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing an increase in the recharge frequency of her ipg. The pt stated that the time between recharges has become less. The pt's physician has recommended replacing the ipg with a different model. Surgical intervention may be undertaken at a later date.